Event description:
It was reported the catheter sheared off and could not be removed due to resistance. As a result, it was removed by a vascular surgeon in the or. There were no reported pt complications.